Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged and had to be held a certain way for the pump to charge. Although, requested customer declined to provide blood glucose level. A replacement cable was sent to the customer.